Event description:
It was reported that a piece of thread was sheared off a screw while inserting into a reflex hybrid plate. A different screw was then used to complete the procedure.

Manufacturer narrative:
Method: device history review; results: a review of the manufacturing history could not be performed as no lot number was provided and the product was not returned. Conclusion: however, without the returned product and the identified lot number, a likely root cause could not be determined for the reported event.

Event description:
It was reported that a piece of thread was sheared off a screw while inserting into a reflex hybrid plate. A different screw was then used to complete the procedure.